Event description:
A consumer reports blurry vision, eye strain and burning following bilateral intraocular lens (iol) implant surgery. Additional info, including pt status, has been requested. There are two MFR's device reports associated with this event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. Additional info was requested 01/14/2008, 01/29/2008 and 02/01/2008 by mail, fax and phone. A completed questionnaire has not been returned.